Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's information guide, suggests that the patient should modify their activity for 48-72 hours; no straining, no lifting greater than (B)(6), and to avoid driving the day of discharge.

Event description:
Several days post-deployment of a 6f angio-seal evolution vascular closure device, the patient was getting out of bed when a "pop" was felt in the groin. The patient later developed a hematoma, and was readmitted to the hospital and received three units of blood.